Event description:
During the rewarming of the patient in cardiopulmonary bypass (cpb) procedure, it was reported that machine indicated overheating at 42 degrees celsius. The patients temperature device was employed. The surgical procedure was completed successfully, and there were no delays or adverse consequences to the patient. Investigation in process, but not yet completed.